Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported product is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a ¿hot smell¿ while wearing their freestyle libre sensor. The customer further reported a "burnt area" under the sensor after sensor removal. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturer date for the reported product is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a ¿hot smell¿ while wearing their freestyle libre sensor. The customer further reported a "burnt area" under the sensor after sensor removal. There was no report of death, serious injury, or mistreatment associated with this event.